Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 15/3.00 flextome® cutting balloon® was selected for use. During the procedure, it was noted that the balloon that was located on the cutter was "busted" out of the package. When the device was inserted and the physician attempted to inflate the balloon, it was already busted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified the blood. After soaking, the unit was attached to an inflation device, subjected to positive pressure, and liquid was observed to be leaking from a balloon pinhole at the proximal markerband. There was no damage to the proximal markerband which could have led to the pinhole in the balloon. A visual and microscopic examination observed no damage to the tip or blades or markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 15/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon that was located on the cutter was "busted" out of the package. When the device was inserted and the physician attempted to inflate the balloon, it was already busted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.